Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-tulip. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2015 the patient received a gunther tulip® filter. The inferior vena cava (ivc) diameter at the intended filter location was 23 mm. There was no ivc anatomic anomaly and no thrombus was noted in the ivc prior to filter placement. A gunther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The access site was the right internal jugular vein. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was <6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 18.5 mm. There was no evidence of filter migration, extravasation of contrast, deformation, or filter legs appearing outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 9.1 degrees. The patient was discharged on (B)(6) 2015. On (B)(6) 2016 (366 days post-procedure), the 12-month follow-up clinical assessment CT scan was completed. Per the site there was filter leg interaction with ivc wall, the highest grade observed was 3. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-1-jug-tulip. Summary of investigational findings: the imaging review from one year follow-up demonstrates development of grade 2 interactions (three primary filter legs) as well as a grade 3 interaction (one primary filter leg) abutting a vertebral body. There is no evidence of significant tilt in reference to the longitudinal axis of the ivc, however the hook abuts the ivc wall, which might make future retrieval difficult. Although the tilt was insignificant, it could have played a part in developing of grade 3 perforation. Furthermore, the patient has anterior osteophytes on multiple levels of the lumbar spine, which also could have facilitated the development of grade 3 perforation by creating extra-caval inward forces at the level of the engagement of the primary leg with the ivc wall. The imaging from time of placement demonstrates a tulip filter placed without evidence of significant tilt (i.e tilt<16deg) or immediate perforation. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2015 the patient received a gunther tulip® filter. The inferior vena cava (ivc) diameter at the intended filter location was 23 mm. There was no ivc anatomic anomaly and no thrombus was noted in the ivc prior to filter placement. A gunther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The access site was the right internal jugular vein. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was <6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 18.5 mm. There was no evidence of filter migration, extravasation of contrast, deformation, or filter legs appearing outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 9.1 degrees. The patient was discharged on (B)(6) 2015. On (B)(6) 2016 (366 days post-procedure), the 12-month follow-up clinical assessment CT scan was completed. Per the site there was filter leg interaction with ivc wall, the highest grade observed was 3. Patient outcome: the patient remains in the study.